Event description:
Healthcare professional (hcp) obtained the following info from the pt's hemodialysis home record and the hosp chart: home pt (hp) was scheduled to receive 5 hr's hemodialysis on the baxter 1550 device. Other treatment parameters are as follows: blood flow rate-450ml/minute, dialysate flow rate-700ml/minute, 2.0 meq per liter of potassium and 2.5 meq per liter calcium. Three and one-half hr's into the treatment hp had decreased blood pressure and became unresponsive. Hp heaved and had "jerking' for 15-30 seconds. Hp's partner administered a 200cc bolus of normal saline and pt "woke up". Hp experienced dry heaves again, but did not loose consciousness. Hp's partner continued to run the normal saline at 200cc/ hr until paramedics arrived. Hp was hospitalized for 2 days. Hosp diagnosis was orthostatic hypotension and syncope. Hcp reported hp does not have a history of seizure activity.